Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt suffered a brain injury during an MRI procedure. It was stated the injury was related to the pt's stimulation system, but no other details were available. No physician, pt, or device info was reported. Further follow up regarding this injury is not possible at this time.